Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: added information received the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cuts and kinks on the cable were confirmed. Therefore, it is likely that the phenomenon ¿no image¿ occurred temporarily because communication failure occurred due to the cable disconnection or the like. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
Customer stated there was no patient injury nor delay in the case. The subject device was assumed to be replaced and the case completed as planned.

Event description:
The customer reported to olympus the hd autoclavable camera head, had no image / black screen. The issue occurred during procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: cut and kinks on electrical system cable, no image/ black screen, and poor color image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.